Event description:
Pump reported to be set up at 120 ml/hr (2g/hour) with a filled buretrol containing magnesium chloride. When the pump indicated the delivery was complete, 10mls remained in the buretrol. No patient injury resulted.